Manufacturer narrative:
The facility declined the option to have the reported glidescope go monitor returned to verathon for evaluation; however, follow-up information received from the facility confirmed that the cause of the reported issue was due to user error. After further troubleshooting steps were provided to the facility from verathon to determine if the issue was due to a device malfunction or user-related, the facility stated that they were able to replicate the failure (with intent) on all of their glidescope devices by partially disconnecting the laryngoscope from the monitor when applying upward pressure on the monitor. This was confirmed as the screen presentation that the end user experienced during the reported incident. Following their investigation, the facility reported that they were going to return the device back into service. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.

Event description:
A facility reported that during a patient procedure, using a glidescope go monitor, the screen went blank. It was reported that the light at the tip of the connected laryngoscope went out, but the monitor kept recording. The procedure was completed via laryngeal mask airway (lma) insertion, then intubated on second attempt with a backup device. No delay in the procedure or harm to the patient was reported.